Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the brachiocephalic artery using an indigo system separator 8 (sep8). During the procedure, after multiple passes, the tip of the sep8 severed off in the patient while in use with an indigo system cat8 aspiration catheter (cat8). The tip of the sep8 was then aspirated and became lodged within the rhv, and therefore the sep8 was removed from the patient. The procedure was continued using a new sep8 and the same cat8, however due to its nature, the thrombus was unable to be removed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: the core wire and wrapping wire were fractured just distal to the sep8 bulb. The distal atraumatic tip was separated from the sep8 and was not returned for evaluation. The distal end of the bulb was damaged. Conclusions: evaluation of the returned device revealed the distal tip of the bulb was damaged, the core and wrapping wires were fractured just distal to the bulb, and the atraumatic distal tip was separated from the sep8. This damage may have occurred due to prolonged forceful manipulation of the sep8 against hardened clot or other source of resistance. If the sep8 is forcefully manipulated in this way, the core wire may begin to deform. If the sep8 is then further manipulated in this manner after the core wire begins to deform, the core wire may become fractured. If the sep8 is further manipulated once the core wire becomes fractured, the wrapping wire may become fractured, and the atraumatic tip may become separated from the bulb. The cat8 mentioned in the complaint was not returned for evaluation. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.